Event description:
This is filed to report the mitraclip detaching from the posterior leaflet, resulting in recurrent mr, hospitalization, and intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4+. A xtw (lot: 11202r132) was implanted, reducing mr to grade 1. On (B)(6) 2023 the patient returned with the clip detached from posterior leaflet and recurrent mr grade 4+. The xtw clip remained stable as the posterior side of the clip was attached to a chord. Two additional clips were placed medial to the slda, reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4+ was due to the slda. The cause of the reported incomplete coaptation (post procedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.